Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. The device history records for the reported femoral stem was closely examined with no manufacturing deviations or anomalies found. It was also determined that there are no other product complaints for the component production lot as the complaint product. This would strongly suggest there is no defect or errors in the materials or manufacturing processes for these implant lots. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. Medical records and x-rays were reviewed. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Patient was revised due to the stem breaking. It is unknown what may have caused the stem to break.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).